Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the device was not possible as it was not returned. A search of the complaints databases was not possible as the required product and lot code combination was not provided. The investigation could draw no conclusions regarding the reported event. Based on the inability to determine root cause, corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still in investigation.

Manufacturer narrative:
Examination of the device was not possible as it was not returned. A search of the complaints databases was not possible as the required product and lot code combination was not provided. The investigation could draw no conclusions regarding the reported event. Based on the inability to determine root cause, corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised. Intraoperatively encountered metal staining of the soft tissues within the joint cavity. There was significant corrosion on the trunnion of the modular femoral component. The stem was undersized and in varus with a pedestal at the tip, suggesting motion of the stem and suspected loosening of the implant. Litigation received alleges patient had pain, disability and physical damage from chromium and cobalt exposure after asr hip implant.

Event description:
**Update** (B)(4) 2012, patient fact sheet was received, which identified part/lot, birthdate, and doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised. Intraoperatively encountered metal staining of the soft tissues within the joint cavity. There was significant corrosion on the trunion of the modular femoral component. The stem was undersized and in varus with a pedestal at the tip, suggesting motion of the stem and suspected loosening of the implant.